Event description:
It was reported that the patient experienced a hematoma at the implant site. The patient was treated with oral steroids and the outcome was reported as resolved without sequela.

Manufacturer narrative:
Lead model 3387s-40, lot# v012713, implanted: 2007 (B)(6), explanted: na; lead model 3387s-40, lot# v012713, implanted: 2007 (B)(6), explanted: na; extension model 7482a95, serial# (B)(4), implanted: 2011 (B)(6), explanted: na; extension model 7482a95, serial# (B)(4), implanted: 2011 (B)(6), explanted: na.

Manufacturer narrative:
Review of this MDR and/or additional information received shows the device in this report is not marketed/commercially distributed in the united states. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.